Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made to restore the device. The patient was stable throughout.